Manufacturer narrative:
The instrument had been investigated. The field service engineer (fse) evaluated the instrument and found weak plunger clamps in the reported problem area of the pipetter assembly. Parts were replaced and cleaned. The instrument was inspected, tested without further problem, and returned to service.